Event description:
It was reported that the user experienced recurrent glucose management issues when announcing breakfast and coffee with the ilet system, including difficulty selecting appropriate meal sizes, maladjusted breakfast announcements, and subsequent high glucose after coffee that sometimes reached 240 mg/dl; factory resets were completed twice and the dexcom g7 continuous glucose monitor (cgm) was paired each time. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem was found, a usage problem was identified related to the user interface and improper or incorrect procedure or method for meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error and failure to follow instructions.

Manufacturer narrative:
Initial.